Manufacturer narrative:
(B)(6). Patient weight is unknown. Date of event: unknown. Additional product code: jds. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of variable angle locking compression plate (va-lcp) olecranon plate on (B)(6) 2018, due to pain. During removal of the plate, the screwdriver would not disengage from the screwdriver handle. Another screwdriver was used to successfully complete the procedure with a ten (10) minute delay. Patient outcome was not reported. This report will address the complaint about the va-lcp olecranon plate that was removed due to pain. The screwdriver blade and screwdriver handle have been captured under related (B)(4). This is report 3 of 8 for (B)(4).